Manufacturer narrative:
The device history record review confirms that the device met all material, assembly and performance specifications. Visual examination of the returned device revealed blood within the hub of the stabilizer. The stabilizer was kinked at 10cm from the proximal end likely due to handling damages limiting the performance of the device during the procedure. It was also observed that the stent was partially deployed from the distal end of the catheter, and the distal 35cm section of the catheter was noted to be flattened along the entire length. During functional testing, the catheter was flushed and blood exited. An attempt was made to advance the stabilizer to deploy the stent however it was unable to be advanced. The stent was removed by gently pulling it from the distal end of the catheter. Slight deformation was noted to the stent. The stabilizer was unable to be pulled out of the catheter. It is probable that the delivery catheter was damaged during the clinical procedure causing the as reported failure to deploy and the anomalies noted to the device during analysis. Therefore, an assignable cause of operational context has been assigned to this investigation.

Event description:
Based on investigation of the returned stent, it was observed that the stent was partially deployed. There was no clinical consequences to the patient.